Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - b5, h6 (medical device ¿ problem code, health effect ¿ clinical code, health effect ¿ impact codes). A getinge field service engineer (fse) checked the device and could not reproduce an issue with the device. Performed complete calibration, safety, functionality, and performance check. Product passed all checks.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump's (iabp) EKG port on the console was not reading. There was no injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump's (iabp) EKG port on the console is not reading.